Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier, mr, ous 16 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 20 cm distal to the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. After pre-dilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced, but resistance was encountered and when the device was moved back a little, the catheter broke. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. After pre-dilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced, but resistance was encountered and when the device was moved back a little, the catheter broke. The procedure was completed with a different device. There were no patient complications reported.